Event description:
The customer called the remote technical assistance center to report that the speaker was not working.

Manufacturer narrative:
The remote technical assistance center sent the customer a replacement speaker. The failed speaker was replaced by the customer and the issue was resolved. The involved device remains at the customer site and is considered fully operational.